Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket several days after pump system implantation. The pump was explanted on (B)(6) 2015 and is not available for return.